Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump would not fill the tubing. Device alarmed a no delivery alarm. Customer's blood glucose was 230 mg/dl. Customer knew she had high blood glucose due to feeling sick. During troubleshooting, customer reported the insulin did exit with plunger push but with greater than normal resistance. Customer was advised the reservoir will be replaced. Customer will not be returning the device for analysis.